Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00047. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that during testing, it was observed that the device is continually alarming. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and verified operation without any alarm, the respiratory staff confirmed no device alarms were generated during testing. Checked equipment log, did not find any device codes. Battery was at 91%. It was confirmed that the reported phenomenon was not duplicated despite device checking. The device was confirmed to be operating per specifications and no further failure was identified. Functional testing for the device was performed and it resulted in non-anomaly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.